Event description:
The customer reported that the pt had an alleged hemolysis incident. Pre-treatment assessment revealed that the pt was ambulatory with no complaints offered. The pt's treatment was started at 06:30 a.m. At 07:32 a.m. The pt complained of abdominal pain, then at 08:17 a.m. The pt complained of nausea. The pt was given 50ml of normal saline and the target loss on the phoenix machine was put into minimum ultrafiltration. At 08:25 a.m. The pt vomited 200ml of emesis and at 08:35 a.m. The pt requested that the treatment be stopped. The blood in the extracorporeal sys was returned to the pt. At 08:40 a.m. The pt was complaining of chest pain. She was started on oxygen and given a nitroglycerin tablet sublingual. The pt's nephrologist was notified and staff was instructed to take the pt to the ER.